Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B71769) inserted for female sterilisation. In march 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new reporter, patient demographic information, product indication and lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B71769) inserted for female sterilisation. In march 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,chronic'), genital haemorrhage ('gen abnormal bleed'), pregnancy with contraceptive device ('pregnancy:miscarriage/stillbirth') and abortion spontaneous ('pregnancy:miscarriage/stillbirth') in an adult female patient who had essure (batch no. B71769) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi condition"), infection ("infection "), breast pain ("sore breasts"), back pain ("pain lower back") and arthralgia ("hips pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, female sexual dysfunction, dysmenorrhoea, allergy to metals, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, gastrointestinal disorder, hormone level abnormal, weight increased, infection, breast pain, back pain and arthralgia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, arthralgia, back pain, bladder disorder, breast pain, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, infection, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2010. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media:- sore breasts, low back pain, painful hips. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-dec-2019: f\u 5 and 6 proceed together- social media received: newly added events- sore breasts, low back pain, painful hips, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,chronic'), genital haemorrhage ('gen abnorm bleed'), pregnancy with contraceptive device ('pregnancy:miscarriage/stillbirth') and abortion spontaneous ('pregnancy:miscarriage/stillbirth') in an adult female patient who had essure (batch no. B71769) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi condition") and infection ("infection "), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, female sexual dysfunction, dysmenorrhoea, allergy to metals, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, gastrointestinal disorder, hormone level abnormal, weight increased and infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, bladder disorder, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, infection, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received. Reporter's information was added. Added event pregnancy :stillbirth/miscarriage infection, uti, bladder probs, urinary probs, gi condition, vag. Discharge, fatigue, weight gain, hormonal changes, dysmenorrhea (cramping), gen abnorm bleed, apareunia, nickel allergy. Date of insertion was updated. Patient note was added. On 2-dec-2019: plaintiff fact sheet received. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,chronic/pain/stabbing pain in left side') in an adult female patient who had essure (batch no. B71769) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen abnormal bleed"), abortion spontaneous ("pregnancy:miscarriage/stillbirth"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi condition"), infection ("infection "), breast pain ("sore breasts"), back pain ("pain lower back"), arthralgia ("hips pain"), flatulence ("gas pain"), headache ("headache"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), menstrual disorder ("horrible periods") and pelvic adhesions ("intestines and appendix fused together."), was found to have a pregnancy with contraceptive device ("pregnancy:miscarriage/stillbirth") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, female sexual dysfunction, dysmenorrhoea, allergy to metals, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, gastrointestinal disorder, hormone level abnormal, weight increased, infection, breast pain, back pain, arthralgia, flatulence, headache, endometriosis, adenomyosis, menstrual disorder and pelvic adhesions outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adenomyosis, allergy to metals, arthralgia, back pain, bladder disorder, breast pain, dysmenorrhoea, endometriosis, fatigue, female sexual dysfunction, flatulence, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, infection, menstrual disorder, pelvic adhesions, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6)2010. Discrepancy: date of insertion previously reported as (B)(6)2010 now it is reported (B)(6)2014. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media:- sore breasts, low back pain, painful hips. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from plaintiff fact sheet received: new event "endometriosis", "adenomyosis", "horrible periods" adhesion were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,chronic/pain/stabbing pain in left side') in an adult female patient who had essure (batch no. B71769) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen abnorm bleed"), abortion spontaneous ("pregnancy: misscarrige/ stillbirth"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi condition"), infection ("infection "), breast pain ("sore breasts"), back pain ("pain lower back"), arthralgia ("hips pain"), flatulence ("gas pain") and headache ("headache"), was found to have a pregnancy with contraceptive device ("pregnancy:misscarrige/stillbirth") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, female sexual dysfunction, dysmenorrhoea, allergy to metals, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, gastrointestinal disorder, hormone level abnormal, weight increased, infection, breast pain, back pain, arthralgia, flatulence and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, arthralgia, back pain, bladder disorder, breast pain, dysmenorrhoea, fatigue, female sexual dysfunction, flatulence, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, infection, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: discrapancy noted for date(s) of insertion: (B)(6) 2010. Discrepancy: date of insertion previously reported as (B)(6) 2010 now it is reported (B)(6) 2014. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media:- sore breasts, low back pain, painful hips. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu12, fu13& fu14 proceed together: social media received. New event headache was added. Reporter was added. On 20-mar-2020: fu12, fu13& fu14 proceed together: social media received. Reporter was added. On 20-mar-2020: fu12, fu13& fu14 proceed together: social media received. Reporter was added. Amendment: the report was also amended for the following reason: this record was detected to be a duplicate to record (B)(4) which will be deleted from bayer safety database after all information was transferred to this record (B)(4) which will be retained. Reporter information added from deletion case (B)(4). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,chronic/pain') in an adult female patient who had essure (batch no. B71769) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen abnorm bleed"), abortion spontaneous ("pregnancy:miscarriage/stillbirth"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi condition"), infection ("infection "), breast pain ("sore breasts"), back pain ("pain lower back"), arthralgia ("hips pain") and flatulence ("gas pain"), was found to have a pregnancy with contraceptive device ("pregnancy:miscarriage/stillbirth") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, female sexual dysfunction, dysmenorrhoea, allergy to metals, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, gastrointestinal disorder, hormone level abnormal, weight increased, infection, breast pain, back pain, arthralgia and flatulence outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, arthralgia, back pain, bladder disorder, breast pain, dysmenorrhoea, fatigue, female sexual dysfunction, flatulence, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, infection, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2010. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media:- sore breasts, low back pain, painful hips. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record (B)(4) which will be deleted from bayer safety database after all information was transferred to this record (B)(4) which will be retained. Reporter information added from deletion case (B)(4). No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.